Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: dislodged stent remains in the patient. Device issue: stent dislodgement. It was reported that the stent had dislodged from the stent delivery system (sds). Another stent was placed and then a mini vision was attempted to be deployed. The mini vision encountered resistance with the first stent, and it was pulled back. Upon retraction, the stent dislodged from the balloon. Several attempts were made to compress the stent against the vessel well, but they were unsuccessful and the stent was lost in the body. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
.